Manufacturer narrative:
Sample not received by MFR in time for this report; therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges: the water was leaking at the wingnut of the adapter. The alleged incident occurred 2 to 3 hours after installation. No pt injury reported.